Event description:
Subsequent to the initially filed report, the following information was received: it was confirmed the sutures of two new proglide devices were pre-placed in the rcfa and two new proglide sutures were pre-placed in the lcfa. The sutures pre-placed in the rcfa and lcfa were used to achieve hemostasis.

Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site registration # evaluation summary: analysis was performed on the returned device. The reported cuff miss/ suture retrieval issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional three proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with four proglide devices via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, three devices in the rcfa did not have suture present when the plunger was removed and one device in the lcfa also did not have suture present when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.